Event description:
It was reported that during a lead replacement procedure, implant of device model d224drg was attempted. Sensing difficulty, oversensing, and noise was observed, so the device was not used and was replaced. Device model d154awg was returned to the manufacturer after being explanted for normal battery depletion indicators. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device model d154awg is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies were found. It was noted that the grommet was damaged. (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.